Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
After much discomfort... Managed to remove it [foreign body in reproductive tract]. Discomfort-vagina [vulvovaginal discomfort]. String snapped [device breakage]. String snapped trying to remove... After discomfort managed to remove it [complication of device removal]. Case narrative: consumer reported via email that the tampon string snapped during removal. No serious injury was reported.